Manufacturer narrative:
Synergy xd mr ous stent delivery system was returned for analysis. The device was received with the stent detached from the balloon. An examination of the stent identified that the stent struts were stretched and distorted. An examination of the balloon identified clear evidence of stent crimp on the balloon. There was no evidence that the balloon had been subjected to any positive pressure. A visual and microscopic examination of the bumper tip identified that the distal edge of the tip was pinched closed. A visual and tactile examination of the hypotube found no kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
It was reported that stent dislodge outside patient occurred. The 50% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 3.00 x 24mm synergy xd drug eluting stent was selected for use. After placing the synergy 3-48 for the cto case of rca distal lesion, the device was delivered into rca mid, but the device was unable to cross. However, during removal, the stent dislodged outside the patient body from the balloon. It dislodged inside the hub area of guiding catheter. The device was removed from the hub area by removing the y-connector and the procedure was completed with another of same device. There were no patient complications were reported.

Event description:
It was reported that stent dislodge outside patient occurred. The 50% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 3.00 x 24mm synergy xd drug eluting stent was selected for use. After placing the synergy 3-48 for the cto case of rca distal lesion, the device was delivered into rca mid, but the device was unable to cross. However, during removal, the stent dislodged outside the patient body from the balloon. It dislodged inside the hub area of guiding catheter. The device was removed from the hub area by removing the y-connector and the procedure was completed with another of same device. There were no patient complications were reported.

Manufacturer narrative:
(B)(6).